Event description:
Received report indicating the johnson and johnson (jnj) intraocular lens (iol) was implanted into the patient¿s operative eye. Once implanted, the iol was observed to be damaged, cracked. No further information was provided.

Manufacturer narrative:
Section d6a, if implanted, give date: not applicable as the iol was removed during the same procedure. Section d6b, if explanted, give date: not applicable as the iol was removed during the same procedure. Therefore, not explanted. Section h3, device evaluated by manufacturer: the device has not been returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Follow-up is being performed to obtain the missing information. However, to date, it has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.